Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 310.310. Lot: 85p1988. Manufacturing site: bettlach. Release to warehouse date: january 26, 2021. A manufacturing record evaluation was performed for the finished good lot and no non-conformances were identified. Visual inspection: drill bit ø3.2 l145/120 2flute was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the tip of the drill bit was broken, and no other issues were identified. However, the embedded condition cannot be confirmed since no x- rays were provided. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to post manufacturing damage. Document/specification review: the following document(s) was reviewed: -drill bit for quick coupling. No design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for drill bit ø3.2 l145/120 2flute. While a definitive root cause could not be identified for the reported problem, it is possible that the drill bit might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported during a procedure, the drill bit is fractured. Fragments were generated and remained in the patient. The procedure was completed successfully with no delay and no medical intervention. The patient status was reported as okay. This report is for a drill bit. This is report 1 of 1 for (B)(4).